Event description:
On (B) (6) 2010, the lay pt contacted lifescan (lfs) alleging that his one touch ultra mini meter displayed the error 1 message. The medical surveillance specialist (mss) was able to classify the complaint based on the customer service rep (csr) documentation. The pt provided the following info: the product issue started on (B) (6) 2010. The pt was unable/unwilling to answer whether he experienced symptoms; however, he said, he had a doctor's appointment and a health care professional treated him by giving him something to drink on the afternoon of (B) (6) 2010. The pt's product was replaced. This complaint is reported because, the pt alleges that the lfs meter displayed the error 1 message, he went to see his doctor, and a health care professional gave him something to drink.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.